Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. It was reported that the patient¿s blood pressure decreased; pericardial drainage was performed. After two hours since the procedure was started. Pericardial drainage was performed, and blood pressure was stable. The patient left from the room in a state of good health. The procedure had been completed without incident. Arterial blood was drained. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is the procedure. The physician stated that the occurrence of cardiac tamponade may have been affected by mapping of the left kent bundle in the left atrium or left ventricle or during electrical conduction. The patient outcome of the adverse event is improved. It was not reported extended hospitalization was required. No further information is available at this time regarding: patient weight, relevant tests/laboratory data, other relevant history, physician name and contact information, irrigated catheter/ settings, force visualization features used, visitag module parameters, additional filter used with visitag, and color options used. When additional information is reported, it will be input as aei. Generator information: smartablate, serial number is unknown. A transseptal puncture was performed, rf needle was used in the procedure. Prior to noting the pe or CT ablation was performed. There was no evidence of steam pop. The event occurred during ablation phase. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Prolongation of hospitalization is unknown. Significant patient history and laboratory values are unknown. The sheath used for the transseptal puncture was a sl0, rf needle. Biosense webster devices were used according to instructions for use (IFU). Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 19-apr-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30669569l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).